Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2012; hm342r27h tissue valve, implanted: (B)(6) 1996; 638bl36 heart band, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed a fracture. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. The analyst noted that no conductor fracture was observed on partial lead returned, but found outer insulation breached in-vivo/depression. If information is provided in the future, a supplemental report will be issued.